Event description:
Text message received from (B)(6) at (B)(6): we have a patient with a recent battery replacement, she has been having intermittent fevers, 2 rounds of antibiotics, now with exposed suture. Dr (B)(6) recommends revising, and possible repositioning.

Manufacturer narrative:
Surgery is scheduled for (B)(6) 2025; patient will be in the clinic on thursday. The site doesn't look infected. She has another port so not sure where white count is coming from. Even if they remove the suture the device will flip or erode. They will need to re-site the post generator. Patient is a very high risk for getting an infection.